Event description:
A patient was implanted with a pdc vivo implant. The patient was experiencing mechanical pain and it was found that the implant had subsided. The surgeon removed the implant on (B)(6) 2025 and the patient was fused with a cervical cage and plate.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo implant. The patient was experiencing mechanical pain and it was found that the implant had subsided. The surgeon removed the implant on (B)(6) 2025 and the patient was fused with a cervical cage and plate. A DHR review could not be completed as the part number and lot number were not provided and could not be determined through the course of the investigation. Complaint trending found that the rate of complaint is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery therefore no device evaluation could be completed. Additionally, no imaging was provided that showed the subsided implant. There were no anomalies identified during the complaint investigation, the removal was completed due to implant subsidence. The submission is 1 of 1 devices involved in this event.